Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. Reportedly, the keypad cover was damaged. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during investigation, the keypad cover was found to be intact and all buttons were responsive. No contamination was found under the button contacts. All keypad buttons responded appropriately during testing. This is contrary to the original allegation. A leak test was performed but the device failed due to leaks in the battery compartment and audio bolus button. Cracks on the battery compartment were found at the case seal to the left of the bumper and below the bumper traveling toward the case seal. The audio bolus button was found to be damaged/punctured but was responsive during investigation.